Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient said they were going to bring their daughter on the line to help them because they were out of it when the doctor went through how to use the remote. The patient had shoulder surgery on (B)(6) 2017 and they shut the ins off for the surgery. When they went to turn the stimulation on later that day they couldn't get it on. Caller thinks it was the poor communication screen they were seeing. Caller stated that the shoulder surgery was not related to the device. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the circumstances that led to the inability to turn on the device was that it had to be turned off for another surgery. When the patient later talked to their rep they helped them turn it back on, but could not use antenna. It did not work for the patient for some reason and that was creating a potential problem. The patient stated they could not reach around to where their implant was to hold the programmer to sync with implant. When asked if the issue resolved the patient stated "hopefully." There were no further complications reported.